Event description:
It was reported that the power supply is defective in this unit. The issue was resolved by changing the power supply. The pump was not used on pt. According to the reported event "the md turned the pump back on and the pump switched off." As a result, the pump was not used. The iab therapy was delayed / interrupted for 15 mins until the second iabp was connected to the iab. According to the user there were no reported pt complications due to the delay. There was no reported pt death or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.